Event description:
The catheter placed in ij 7/6/00. On 7/7, chemo started and pt began to complaint of pain an insertion site. Chemo stopped. The pain subsided and chemo was re-started. On 7/10, a linogram showed a small leak at entry site. The line was removed.